Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient with a large flexnav delivery system. It was reported the procedure was performed via transaxial access without complications during the procedure. After procedure, the patient experienced a small cerebrovascular accident (cva) that resulted in mild but residual neurological deficit including right hand weakness, ataxia, and dysarthria. The patient status was reported as stable and recovering with hospitalization duration of 7 days.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cerebrovascular accident (cva) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.